Event description:
It was reported that post implant a realize band, the patient presented with esophageal dilation, gerd and severe dysphagia that was confirmed by an upper gi procedure. The band and port were removed and not replaced. When the band was removed the band was noticed to be brown in color. The patient was discharged the same day.

Manufacturer narrative:
(B)(4). The straight band with 8 cm of catheter and the velocity port with the locking connector and 25 cm of catheter were returned for analysis. Upon visual inspection, it was observed that the buckle was cut on one side, most likely the result band explant. Three (3) fold lines were also observed, these fold lines were localized at 4.5 cm, 5.6 cm and 7.5 cm from the catheter connection. No punctures or tears were observed on the balloon. A leak test was performed on the balloon with a successful result no leak was found. The actuator ring from the velocity port was returned in locked position, hooks were deployed. Locking connector was in locked position. Upon microscopic evaluation it was observed that the septum was punctured over 15 times. A blockage and leak test was performed on the velocity port with a successful result; no leak and blockage were found. A functional test was performed on the velocity port with a successful result. A batch record review was performed and no anomalies were found during the manufacturing process. Device evaluation cannot confirm events that are physiological in nature. (B)(4).

Manufacturer narrative:
(B)(4): gerd, esophageal dilation additional information provided: date of implant if applicable? (B)(6) 2007. Who did the implant? Dr. (B)(6) or dr. (B)(6). Number of fills/adjustment if applicable? Seven to 8 fills. Approximate volume in band if applicable? Unknown. Who performed the adjustments? Unknown. Any tests performed to diagnose the issue? Upper gi. How was the problems treated? Surgically removed what is the current status of the patient? Port and band removed, no plans as of now for another procedure.